Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to tissue injury and worsening mitral regurgitation. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. The patient presented with thin and friable leaflets and an enlarged left atrium. One mitraclip (cds0502/80619u112) was implanted without reported issues, reducing the mr to less than grade 1. On (B)(6) 2018, per imaging, the mr increased to moderate-severe and tissue damage occurred. Reportedly, the leaflet could not withstand the load following clip implantation and tore. The patient had experienced shortness of breath and hypotension. No treatment has been reported. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the patient expired due to heart failure, on an unspecified date.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: the implanted clip (cds0502 80619u112) has partial clip movement from the posterior leaflet although it has not completely detached from the posterior leaflet.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2018, before the mitraclip procedure, the patient presented with non-ischemic, functional mitral regurgitation (mr) with hypertrophic cardiomyopathy and leaflet tethering. On (B)(6) 2018, the echocardiogram showed moderate mr due to a posterior medial leaflet (pml) tear with partial loss of leaflet insertion. The leaflet was mobile. The event required prolonged hospitalization and medication was provided. On (B)(6) 2019, the patient expired.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effects of death, dyspnea, hypotension, mitral regurgitation(mr), tissue damage and heart failure as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported partial clip movement was a result of the patient morphology/pathology. Mr, tissue damage, dyspnea and hypotension are all cascading effect/symptoms of the partial clip movement. Reported death is a cascading effect of heart failure. A definitive cause for heart failure in this incident cannot be determined. Based on the information obtained, there is no indication of a product quality issue with respect to manufacture, design or labeling.